Manufacturer narrative:
Sample from patient 1 was submitted for investigation and the customer's results were confirmed. Further investigation into a specific root cause for the event was not possible with the available information and results. Based on the data provided, a general issue with the reagent could be excluded.

Manufacturer narrative:
On (B)(6) 2017, the customer received another sample for patient 1 and questionable elecsys troponin I stat immunoassay results were again generated. The initial result was 10.91 ng/ml (positive) and was reported outside the laboratory. The repeat result was "10.8 something" ng/ml. The customer believed there were data flags on these results, but cannot specify. Due to the previous issue with this patient, the sample was sent to a reference laboratory for testing and the result was <0.01 ng/ml (negative). The customer was unsure which result was correct for the patient. The customer stated they could not say if there was any adverse event. No adverse event was reported. The field service representative could not find a cause. The customer stated that the instrument is not at fault and seems to be running acceptably. The field service representative cleaned the outside of the instrument which was covered in dust and cleaned all the probes and the bead mixer. He ran various checks with no issues or alarms. The customer ran calibration for troponin I with satisfactory results within specification. No other issues occurred.

Manufacturer narrative:
During further investigation, serum fractionation of the patient samples indicated an interference caused by an igm molecule, most likely a human anti-mouse antibody (hama). Product labeling for the assay documents this interference. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer discovered questionable high elecsys troponin I stat immunoassay results had been generated for several patient samples after a patient had complained that the reported results were positive when the results from other sites were not positive. For sample 1, on (B)(6) 2017 the result was 19.49 ng/ml and was reported outside the laboratory. The same sample was tested 30 minutes later on an elecsys 2010 disk analyzer and the results were 12.45 ng/ml and 13.74 ng/ml. On (B)(6) 2017, this sample and 7 others that had been previously tested on the cobas e601 were sent to a reference site. The result for sample 1 was <0.01 ng/ml. Of the other 7 samples retested, only two sample results were discrepant. Sample 2 result from the cobas e601 was 4.39 ng/ml and the result from the reference site was 6.05 ng/ml. Sample 3 result from the cobas e601 was 5.16 ng/ml and the result from the reference site was 6.93 ng/ml. The customer did not know which result was correct. The results from the cobas e601 were reported outside the laboratory. There was no adverse event. The reagent lot number was 18649501 with an expiration date of 09/30/2017. The field service representative found that the assay was active on both channels of the analyzer. He ran performance testing and found channel 1 was too high. He adjusted channel 1 and repeated the performance testing and the results were within the expected limits.